Event description:
On 09/05/2025 the patient reported receiving an alert 41 and an unable to proceed message on the ilet device. Restart attempts failed and a replacement ilet was arranged. The user will manage bg with multiple daily injections (mdi) until the replacement arrives. Bg was unaffected and no hospitalization, treatment, or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.